Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, software version: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the frameless stereotaxy being used for a brain tumor case was inaccurate. There was a second surgeon in the room and he was checking the other surgeons technique. The patient was in the lateral position which may or may not have played a role in poor system performance. The surgeon registered two different times. The first registration showed the accuracy value of less than two. The surgeon had a cortical vein that he verified accuracy at and said he was inaccurate approximately 1 cm. It was unknown which direction the inaccuracy was. It was noted that the surgeon proceeded with the system. There was no reported delay and no reported impact to patient outcome.

Manufacturer narrative:
Software logs were received and evaluated by the medtronic sw analysis team. Analysis found that there was a minor inconsistency in 2.00/2.00 mm spacing/thickness but there remained a warning ¿greater than 2 mm¿; this was a rounding side-effect. Additionally, the patient scan looked like there was a head-wrap or hat on the patient that compressed most of the head. The points stored on an area where the patient was wearing a head-wrap can adversely affect the registration metric. It was concluded that there was insufficient information to determine the root cause of the reported behavior. If information is provided in the future, a supplemental report will be issued.